Event description:
It was reported that the patient presented for follow up with episodes of myopotential over-sensing exhibited by the implantable cardioverter defibrillator. Over-sensing episodes resulted in pacing inhibition. Programming interventions were made. The patient was stable.